Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, a part of the device disengaged, and a little piece looks like "o-ring" fell into the patient cavity. The surgeon able to retrieved the component. There was no patient injury.